Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump has cracked case at the display window corners, battery tube threads and with minor scratched display window.

Event description:
It was reported that the insulin pump had a screen that had been smashed in. The blood glucose reading was 8.6 mmol/l. The caller stated that he had caught the infusion set tubing on a door handle, which cause the infusion set cannula to pull from his body. He stated that the insulin pump then landed on a stone floor. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.